Event description:
It was reported to boston scientific corp on 12/08/2008, that radial jaw 3 biopsy forceps were used during a procedure in 2008. According to the complainant, during preparation the radial jaw device was checked and one cup was found to be bent. Another radial jaw device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of this procedure was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.